Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The download data does not show a struggle during the run, however, it could not be conclusively determined if the kinked cannula was linked to the reported event.

Event description:
It was reported the patients blood glucose level rose to 390 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient gave manual injections using an insulin pen.